Manufacturer narrative:
Following natus complaint procedure, natus has completed the investigation. This incident was due to a weld failure, this malfunction was previously investigated by natus and field corrective action was initiated. The customer was informed about the issue and part of resolution, a bracket kit was provided. There is no eveidance that shows the mast fell as no paint damage at the hinge point or large areas of tearing were observed.the design of the mast was updated to have built in features to protect agaisnt the mast falling even if the welds faild for the previous CAPA.

Event description:
Camera pole fell over from the cart.

Manufacturer narrative:
Following natus complaint procedure, natus has requested the device back for investigation and has not received it yet. No findings available at this moment. Replacement provided to the customer.

Event description:
Camera pole fell over from the cart.